Manufacturer narrative:
(B)(4) date sent: 02/04/2021 d4: batch # u5dj28 h6: component code = mechanical (g04) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60t reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a semi-open pneumonectomy, the knife moved all the way but did not return to the home position at the 2nd firing on the lung parenchyma. The target tissue was a little thick, so it was compressed fully for 3 minutes before the pulse firing. Then the knife reverse switch was used, but a sound of the battery running out was heard, and the knife did not return. The manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.